Event description:
It was reported that there was a surgeon revised a primary triathlon to triathlon ts. Reason for revision was implant malposition, and flexion extension mismatch.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding malpositioning involving a triathlon femoral component was reported. The event was not confirmed. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no other events for the referenced lot. Conclusions: the exact cause of the event could not be determined with the limited information provided. Further information such as x-rays, operative reports, patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that there was a surgeon revised a primary triathlon to triathlon ts. Reason for revision was implant malposition, and flexion extension mismatch.